Manufacturer narrative:
The pump was returned and analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative regarding a patient who was receiving clonidine (516mcg/ml at 150mcg/day), bupivacaine (23.3mg/ml at 6.7mg/day), and sufenta (310mcg/ml at 90mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that since (B)(6) 2018, the patient had had multiple motor stalls and recoveries. The patient had her dose decreased and the plans were now to replace the pump. Currently, the pump was not stalled. The patient did not recently have an MRI and the hcp denied electromagnetic interference (emi). No symptoms were reported. The patient was seen again on (B)(6) 2019 and the plan was to replace the pump, but it had not been scheduled yet and was pending due to health insurance. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.